Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer booted up to an error message. The programmer was cycle powered, but the issue remained. The programmer will be returned for repair. There was no patient involvement.